Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and patient information such as infection location and patient weight. Further information was requested but not received.

Event description:
It was reported, during the ipg reimplant procedure the patient was diagnosed with a suspected infection. As a result, the lead was explanted. No further information is known at this time.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Initial reportable aware date was corrected to (B)(6) 2024.

Event description:
Additional information indicates, the extensions were also explanted on 17dec2024. The patient has no manufacturer devices implanted at this time.

Manufacturer narrative:
Correction section d6b: date of explant has been corrected.

Event description:
Additional information indicates, the location of the infection was at the extension pocket site.